Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside of the sterile packaging.

Manufacturer narrative:
Alleged failure: particulate in sealed packaging. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be extreme shipping conditions or flash during the manufacturing process came loose during shipping. The product was returned for investigation and the failure mode was not confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside of the sterile packaging.